Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, the qbl machines are not working well and they feel like they need to be serviced. The customer stated that the machines in the or's especially are not working well and the blood loss amounts do not seem correct. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the qbl machines are not working well and they feel like they need to be serviced. The customer stated that the machines in the or's especially are not working well and the blood loss amounts do not seem correct. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.